Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong catheter were returned for evaluation. An initial visual observation of the video showed an implanted catheter. The clinician infused the catheter which revealed a leak in the catheter shaft, near the insertion site. A visual observation of the photograph showed the catheter removed from the patient and a liquid droplet was observed on the catheter shaft near the same location as shown in the video. No details of the leak site could be discerned in the video and photograph. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, during the maintenance of the PICC outpatient clinic, the customer found that there was fluid oozing at the puncture point when checking the function of the catheter by flushing the tube, and then the operator continued to flush the tube and finally found that it was about 1 cm outside the puncture point. There was fluid oozing there, and it was finally determined that it was ruptured. The customer then trimmed the conductor and reconnected the new extension tube.